Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Correction: d10- the patient only had one lead implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10139506.

Event description:
It was reported that patient's system was unable to enter MRI mode due to high impedances on all contacts of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the impedances.